Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a tcc cast (ID (B)(6)) was drying with wrinkles when smooth upon application. They felt the resin was not distributed evenly throughout the material. The patients are leaving the facility after the recommended drying time with the cast smooth. They report the wrinkles are noticeable. A new wound created in one patient at the wrinkles site.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The tcc cast (ID (B)(4)) was not returned for evaluation but a photo was provided: DHR - no CAPA or nc record was found related to this product. Failure analysis - additional subject matter experts in the area of tcc cast application and device functionality were present and reviewed the photos provided within this complaint. Upon discussion with them, it was determined that this complaint is a clear example of user error with the photos shown displaying casting systems in both cases that are applied incorrectly, either with the casting sock not being set at a proper angle, or the casting unit not being applied correctly of folded improperly multiple ways. Root cause - given the review of evidence provided by suject matter experts, the failure family is determined to be user error - improper use of device.